Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2018, one mitraclip was implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 1+. Two days post procedure, mr was noted to have increased to grade 2+. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, reported patient effect of recurrent mr appears to be related due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.